Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 14 mm long with a reference vessel diameter of 3.00 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm promus premier stent. Following this, post-dilatation was performed with 0% residual stenosis. The patient was discharged on aspirin and ticagrelor on the same day. In (B)(6) 2020, the patient died, the cause and date of death is unknown. No action was taken to treat the event. It is unknown if an autopsy was performed. No further information is available at this point of time.